Event description:
(B)(4). *severe migraines *weight gain (B)(4) *dry scalp extremely *metal taste *metal smell in urine *random cramps in abdomen *excessive sweating very strong smell *blurry vision *brain fog - forgetfulness.